Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This patients af is medically managed, and adjustments were made to their medication. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.